Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of stroke, respiratory failure, and infection, as well as the patient's outcome, could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists stroke, respiratory failure, infection, and death, as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, contains information regarding the recommended anticoagulation therapy and inr range. Section 6 also provides instructions on caring for and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. Leading up to the death the patient had multiple cerebral vascular accidents resulting in respiratory failure. The patient had a tracheostomy. The patient also had multiple drug resistant infections and was living in a long-term care facility.

Manufacturer narrative:
Section a4: patient weight was requested but was unable to be provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.